Event description:
The customer was unresponsive and the device was used to check their blood glucose. A result of 125 mg/dl was obtained. Emts came and checked pt's glucose at 32 mg/dl. Pt was taken to the ER and also given a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.